Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify possible under delivery anomaly due to motor error alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had possible under delivery. Customer alleges insulin pump was under delivering insulin as it had been acting strange, not working right. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.